Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of ventricular capture was observed via remote transmission. The asymptomatic patient is not dependent. It was recommended to bring patient into the clinic for further testing.